Event description:
Shock to right hand index finger while another provider was cardioverting a pt with the zoll defibrillator. Shock occurred to finger at placement of the apex paddle. Successful cardioversion of pt. Defibrillator checked by biomed dept. No injury to provider.